Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during operation that cardiosave intra-aortic balloon pump (iabp) message appears at startup stating that maintenance is required. The alarm log shows logs #78, #79, and #80.

Manufacturer narrative:
Updated field: b4, b5, b6, b7, d9, d10, e2, e3, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and alarm log shows logs #78 and #79. Checked the contacts at the display cable connection, reset the alarm log and the message was resolved. A running test was performed to confirm that the symptoms did not reoccur. All test performed and passed.

Event description:
It was reported by customer that during operation, cardiosave intra-aortic balloon pump (iabp) message appears at startup stating that maintenance is required. The alarm log shows logs #78, #79, and #80. There was no patient involvement.